Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm was generated. The console was unplugged and re-plugged. The transducer was already connected to the console and therefore the pressure source from central lumen was already in place. The iab pump was zeroed to obtain pressures. A radial line was also in place as a backup. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the membrane taper portion of the proximal section of balloon. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Two kinks were found on the catheter tubing approximately 38.9cm and 76.5cm from iab tip. The optical fiber was found to be broken at the kinked location of 76.5cm. The optical fiber was found to be broken, confirming the reported alarm, sensor failure. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm was generated. The console was unplugged and re-plugged. The transducer was already connected to the console and therefore the pressure source from central lumen was already in place. The iab pump was zeroed to obtain pressures. A radial line was also in place as a backup. There was no reported injury to the patient.